Event description:
It was reported the guidewire unraveled prior to inserting the catheter. The guidewire unraveled while inside the pt's vessel. The guidewire was removed intact from the pt. An mst kit from (B)(4) was used to complete the procedure successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.